Event description:
It was reported that high impedance out of range were observed on the merlin transmission. Lead/header connection issue was suspected. Performing pocket manipulation and isometrics to isolate the source of the high lead impedances measured was discussed. There were no lead issues. The device was explanted due to due the loose set-screw. The patient was stable before, during, and after the procedure.